Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The patient reported that they never had therapeutic effect. The patient claimed the device never worked to help his pain at all. The patient reported the system was removed because no one would help him. The system was explanted (B)(6) 2014. The patient's reported medical history reported was postlaminectomy pain, spinal pain. Follow up was conducted to obtain further information. If relevant information is received a follow up report will be sent.